Event description:
Red status indicator and beep. No patient involvement.

Manufacturer narrative:
Investigation revealed the -ve terminal pogo pin had failed. The failed pogo pin spring had resulted in a poor connection from the device to the pad-pak causing voltage fluctuations and low battery failures. Test shocks were delivered indicating the device would have been capable of delivering therapy as required.

Event description:
Red status indicator and beep. No patient involvement.